Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please see MFR. Report # 1221359-2021-02225.

Event description:
The customer reported a false positive result with the binaxnow covid-19 antigen test performed on (B)(6) 2021 on a tested mid-nasal kitted swab using two different lots. This MFR. Report addresses lot 2 of 2. The customer reported a false positive result with thebinaxnow covid-19 antigen test performed (B)(6) 2021 on a tested midnasal swab and generated positive results. On the same day repeat testing was performed with a new binaxnow card and with a new sample and again generated negative results. The customer reported pcr confirmation testing was performed (B)(6) 2021 on a nasopharyngeal swab and generated negative results. The customer reported that the patient took a total of (4) binaxnow covid-19 antigen test, (3) using lot # 153364 and (1) using lot # 154389. The customer stated the patient was not symptomatic and the patient was vaccinated (pfizer). The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.